Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise was seen on the monitored ventricular tachycardia episodes and the ventricular lead impedance had dropped. The lead remains in use. No patient complications have been reported as a result of this event.